Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device did not appear to be in place in the left fallopian tube.it was not visualized./ nonocclusion of left fallopian tube") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: non occlusion of left fallopian tube after essure procedure. Essure device which did not appear to be in place in the left fallopian tube. It was not visualized. An essure device was then deployed into the left fallopian tube. Four coils were visualized at the end of the procedure extending into the uterine cavity. Date of insertion (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: apparent filling of the left fallopian tube, with intraperitoneal spill of contrast demonstrated. No peritoneal spill of contrast from the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device did not appear to be in place in the left fallopian tube. It was not visualized/nonocclusion of left fallopian tube") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: non occlusion of left fallopian tube after essure procedure. Essure device which did not appear to be in place in the left fallopian tube. It was not visualized. An essure device was then deployed into the left fallopian tube. Four coils were visualized at the end of the procedure extending into the uterine cavity. Date of insertion- (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: apparent filling of the left fallopian tube, with intraperitoneal spill of contrast demonstrated. No peritoneal spill of contrast from the right fallopian tube. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.